Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which he could not resolve. His blood glucose level at the time of the event was 405 mg/dl. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. Advised customer to attach a plunger and manually prime. The customer stated insulin exited easily. The insulin pump continued to alarm no delivery during priming. The insulin pump will not be returned for analysis.